Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation noted the customer reported issue was not reproduced, however , inspection found buckling of the camera cable. The service history records for this product have been reviewed. There was no repair history for the actual product within the past 12 month. Per instruction for use (IFU), if the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is included in the "warning" section in the instruction manual "storage": ·when wiping the outer surface of the camera cable, do not wipe the cable. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. A definitive root cause cannot be identified on the reported phenomenon as it was not reproduced during evaluation. However, based on the results of the investigation , it is likely that the buckling of the camera cable indicates that the internal charge cable device (ccd) may have broken and failed, led to the reported phenomenon. The failure identified probable cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Manufacturer narrative:
E1: address - full name of customer facility/hospital address (B)(6). The device was returned and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
Customer reported the misalignment of the visibility to the left side when looking up (poor image orientation quality) . There was no patient impact, no harm reported due to the event.